Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During operation, the generator first displayed an error message, and after pressing the purple button again, the ultrasonic probe (thin branch) detached from the instrument. There was no impact on the patient. The following items were used during the incident: olympus video surgery stand (monitor, video center, tenderbit esg400 usg400 generator, video camera, laparoscopic telescope), trocars for access, insufflator, laparoscopic instrument¿soft clamps, needle holder, scissors. The patient was under general anesthesia, and the device was inside the patient. The procedure was continued, and delays occurred due to the connection of a backup set of tenderbit handles.

Event description:
No additional customer info.

Manufacturer narrative:
Additional information: h7, h9. The device was not returned to olympus for inspection, and the reportable malfunction could not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.